Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. The submitted controller event log file captured events from (B)(6) 2023 through (B)(6) 2023. The system appeared to operate as intended at the set speed for the duration of the file. It was reported that the pump will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen for patients using the device, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient slipped and fell in the hospital bathroom where the patient likely fell on his head causing a brain bleed. The patient was on anticoagulation medications fragmin (dalteparin) and marcoumar (phenprocoumon). The patient passed away on (B)(6)2023 due to a brain bleed.